Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation.

Event description:
Healthcare professional reported left side "developed fevers and left breast warmth". Nausea and malaise are not device related. Device has been explanted.

Event description:
Healthcare professional reported left side "developed fevers and left breast warmth". Nausea and malaise are not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:d.9., h.3., h.6. Device evaluation visual analysis of the returned device identified: weight to the spec, deformation, crease fold. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.